Event description:
Additional information was received from the patient. They reported that they first noticed this issue on (B)(6) 2025. When asked for clarification on the battery quit working, they stated that they had charged up the communicator as well as the phone in order to have an MRI. The communicator had sat for one day before they attempted to activate MRI mode but it had run down and would not work. When asked about the cause of the issue they stated that the agent had suggested that might have happened because it had not been used recently before having been charged. When asked about the steps taken to resolve the issue, they stated that none were taken. They rescheduled their MRI for (B)(6) 2025. They left their communicator charging until they left for the hospital. It worked well to activate MRI mode. It was blinking and they were afraid it wouldn't' work but finally it did get reset out of MRI mode. It was unknown if this was caused by normal battery depletion. They stated that it seemed to them that they needed a new communicator. It was unknown if the issue was resolved. They that they still had the device and were unsure about what was being asked in regard to device status.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient's ins was a "5-year battery" but a year ago, october, that battery "quit working" and they had it replaced with their current ins.